Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a skin reaction with redness, dry/flaky skin, pain that extended beyond the patch perimeter. The patient had surgery (not due to dexcom) on her right arm on (B)(6) 2026. On (B)(6) 2026, a sensor was used less than a day due to pain on the insertion site (cgm reading unknown), her arm was red and swollen, this was inserted on the left arm. The skin reaction area was found at the insertion site on the left arm, cannot confirm if it started from the adhesive or the puncture site. Post operation doctor¿s visit occurred on (B)(6) 2026 wherein she showed the skin reaction to her doctor, she was prescribed with cephalexin 500mg twice a day for 10 days. No other treatment/test done as per the patient. At the time of report, it¿s a hard lump on the skin but healing and became significantly smaller. At the time of the report, patient condition was fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).